Event description:
It has been reported by a kimberly clark sales representative that while a nurse was putting pressure on a major artery in a cardiac's patient's leg, the glove broke. It was reported that the clinician got a "great deal of blood" got on her hands. There was no report of communicable diseases or any harm to the user. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
The incident sample has not yet been received for evaluation. Investigation is in-process. A supplemental report will be provided when additional relevant information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.